Manufacturer narrative:
Citation: nguyen sn, vinogradsky av, sevensky r, crystal ma, bacha ea, goldstone ab. Use of the inspiris valve in the native right ventricular outflow tract is associated with early prosthetic regurgitation. J thorac cardiovasc surg. 2023;166(4):1210-1221.e8. Doi: 10.1016/j.jtcvs.2023.04.018. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the use of a non-medtronic valve (inspiris resilia) in surgical pulmonary valve replacement. Of the 70 patients in the non-inspiris group, 14 received a medtronic contegra conduit and one had a medtronic mosaic valve implanted in the pulmonary position. Two deaths occurred in the non-inspiris group during follow-up. No evidence was presented to suggest that a medtronic product or its function contributed to either of the deaths. Additional adverse outcomes recounted for the non-inspiris group included: unplanned reintervention, wound infection/mediastinitis, prolonged mechanical ventilation, extracorporeal membrane oxygenation (ECMO), cardiac arrest, permanent pacemaker implantation, valve/conduit failure (primarily due to moderate or greater pulmonary regurgitation or stenosis), and pseudoaneurysm of a contegra conduit that necessitated replacement with a homograft. No further adverse outcomes or product performance issues were noted in the article for the non-inspiris group.